Event description:
In preparation for a ligation procedure, the physician selected a cook 6 shooter saeed multi-band ligator. During the loading process the blue hook was inserted int the banding device. The blue hook broke off into the endoscope. The device was removed and the procedure was completed with another cook device of the same type. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The loading catheter was returned with one hook missing and one hook remaining attached and fully seated. A tensile test was performed on the remaining hook and was found to be within specification. A pin gauge was used to measure the inner diameter of the catheter and was found to be within specification. No defects or nonconformity were found in the returned device. The length of the loading catheter was measured and was found to be within specification. There was a slight bend in the catheter approximately 1cm from the hook that remained on the catheter. Movement of the handle wheel was performed and functioned as intended. The trigger cord was dismantled from the mbl assembly to fully investigate the integrity of the trigger cord assembly. The cord was examined using magnification and found to be mfg correctly. The string length was measured and was found to be within specification. A product specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during out laboratory analysis. This limits our ability to conclusively determine a cause. The instruction for use direct the user to attach the hook on the end of the loading catheter, leaving approximately 2 cm of trigger cord between the knot and the hook. If the knot and the hook are placed closer than 2cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. If add'l pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection and function testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.